Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that fluid was leaking from the catheter is inconclusive due to the sample condition. The implicated and returned product was a broviac 4.2fr catheter that had been repaired. The proximal segment of the catheter, including the luer adaptor, clamping sleeve, and a portion of the intermediate tubing, had been cut away for the repair and was not returned for investigation. No leaks were observed in the returned catheter. It is possible that the reported leak was observed in the segment of tubing that had been cut away. The returned catheter had been repaired 9.2cm proximal to the cuff. A suture had been tied around the catheter 1cm proximal to the cuff. The catheter extends 12.5cm distal to the cuff. Functional testing of the catheter revealed that the lumen was patent to infusion and no leaks were observed. Since no leaks were observed and catheter had been repaired, the reported event is inconclusive. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of huat2673 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (huat2673) have been reported from the same facility.

Event description:
Facility reported that a broviac catheter had to be removed and replaced due to a leak in the catheter. A new 4.2 broviac was placed. No harm to the patient other than having to undergo a second surgical procedure was reported.